Manufacturer narrative:
Two probe samples were returned from poor cutting and aspirating efficiencies. The final product lot was identified. A device history record review for the lot was conducted. The lot had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. Product sample 1: the sample was visually inspected using 25x magnification and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20-30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the needle. Wear marks were present at the bend area. Actuation testing was performed after the disassembly and was then deemed conforming. Product sample 2: the sample was visually inspected using 25x magnification and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards the evaluation does not confirm an aspiration issue. Both probes aspirated per specification. The evaluation does confirm both probes did not cut to specification. The cut performance for sample a appears to have deteriorated during its surgical use for approximately 20-30 minutes, which is the typical vitrectomy portion time for use of a probe. Likely reasons for the deterioration of the probe cut performance becoming poor could occur if the cutting edge became damage, the cutter bend angle changed during its use, the cutter travel became incomplete across the port opening, or the cutter edge sharpness just eroded from its use over time. The root cause for the failure of the first sample is cut performance becoming poor cannot be determined from this evaluation. The root cause for the cut performance failure for the second sample was due to its long use for approximately 120 minutes, which eroded the cutter edge sharpness. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was poor cutting of the probe and "aspirating efficiencies" during a vitreoretinal eye surgery. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested for this event. There are no additional details available at this time.